Event description:
It was reported there was decubitus at the implantable neurostimulator site. A revision was required and the patient was doing well following the revision. They were receiving effective therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 9614453.